Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7058466. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system revision procedure and doing well post operatively. The explanted device components were not returned.